Manufacturer narrative:
(B)(4). The customer reported that the device would only discharge in manual mode and ECG was lost when the device was charged. No adverse patient impact was reported. The customer indicated that they wanted to be sure that they were using it correctly. The device was evaluated by a philips field service engineer. The symptoms could not be verified, and the device passed all testing. There is no information that supports a malfunction occurred. We are considering this issue consistent with a user error and no malfunction of the device.

Event description:
The customer reported that the device would only discharge in manual mode and ECG was lost when the device was charged. No adverse patient impact was reported. The customer indicated that they wanted to be sure that they were using it correctly.